Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was received by olympus for evaluation. The testing results found no functional problem with the device however; there were scratches found on the a rubber and eyepiece of the device. The device was returned to the user facility.

Event description:
The user facility reported that the device was reprocessed without the vent cap. The reporter stated that the device was put into sterilization without the vent cap resulting in damage to the device. The reported event occurred during reprocessing so there is no patient involvement associated to this report. No additional information is available.